Event description:
It was reported that during surgery the device became stuck in the femoral canal. Surgery was extended approximately 45 minutes in order for the surgeon to surgically remove the device.